Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a pt of unk age, gender and origin. The pt was taking an unspecified medication for treatment of an unk indication. On (B)(6)-2009, the user reported that the humapen memoir (lot 0808c02) display showed f8. This humapen memoir is associated with (B)(4). The operator of the device was unk and it was unk if the operator of the device was trained. It was unk how long the pt had used this device model. The device was returned to the company on 17-jun-2009. The manufacturer investigation of the returned device found missing segments in the display. It was unk if this humapen memoir was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final eval is completed.